Event description:
It was reported the customer had multiple alarms on their insulin pump. Customer reported a test failure alarm. Customer's blood glucose was 260 mg/dl. The customer stated the alarms did not occur during the rewind/prime sequence. It was found the insulin pump passed a selftest during troubleshooting. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.